Manufacturer narrative:
Customer returned product and retains from the same lot were evaluated for adhesion strength and defects with no issues reported. As of 03/25/2019 the customer has not provided additional information. In addition, aso reviewed records of biocompatibility tests of similar product with no issues found.

Event description:
Daughter used one and woke up with a bruised nose and two black eyes.